Event description:
The manufacturer received information reported by the patient's caregiver alleging that that due to a malfunction (unspecified malfunction allegedly due to poor/lack of maintenance from the medical equipment provider) of the everflo device, the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. Upon arrival and assessment by ems, the patient was found to have severe respiratory distress with an spo2 of 58-60% while receiving oxygen therapy (3 l/min) with a respiratory rate of 44 breathes per minute. The patient was reported to be alert and oriented. The patient reported being prescribed 4 nebulized medications (salbutamol, atrovent, unspecified others) to be taken every 6 hours but has not taken his medication the morning of the event. The patient stated that while ambulating to use the toilet he had ""collapsed"" resulting in a small, reddened bump on the top of the forehead. Assessment by ems found chest auscultation revealed bilateral fine crackles in the bases and bilateral expiratory wheeze. The patient hear rate was reported as 90-11 during assessment and treatment. The etco2 was measured as 62 mmhg. An intravenous line was unable to be inserted due to poor selection. The patient was given salbutamol 10 mg nebulized noted as effective, ipratropium bromide 500 mcg nebulized. During nebulized therapy oxygen was increased to 12 l/min with subsequent titration to 2 l/min after medication administration. Dexamethasone 8 mg was given orally. 12 lead EKG was administered and unremarkable. The patient's spo2 increased to 92-96% on 2 l/min within 20 minutes of ems arrival and treatment. While in transit to a medical institution for further evaluation, the patient reported that their breathing had been normal this morning and his shortness of breath and difficulty breathing were no worse than previously. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information reported by the patient's caregiver alleging that due to a malfunction (unspecified malfunction allegedly due to poor/lack of maintenance from the medical equipment provider) of the everflo device, the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. Upon arrival and assessment by ems, the patient was found to have severe respiratory distress with an spo2 of 58-60% while receiving oxygen therapy (3 l/min) with a respiratory rate of 44 breathes per minute. The patient was reported to be alert and oriented. The patient reported being prescribed 4 nebulized medications (salbutamol, atrovent, unspecified others) to be taken every 6 hours but has not taken his medication the morning of the event. The patient stated that while ambulating to use the toilet he had ""collapsed"" resulting in a small, reddened bump on the top of the forehead. Assessment by ems found chest auscultation revealed bilateral fine crackles in the bases and bilateral expiratory wheeze. The patient hear rate was reported as 90-11 during assessment and treatment. The etco2 was measured as 62 mmhg. An intravenous line was unable to be inserted due to poor selection. The patient was given salbutamol 10 mg nebulized noted as effective, ipratropium bromide 500 mcg nebulized. During nebulized therapy oxygen was increased to 12 l/min with subsequent titration to 2 l/min after medication administration. Dexamethasone 8 mg was given orally. 12 lead EKG was administered and unremarkable. The patient's spo2 increased to 92-96% on 2 l/min within 20 minutes of ems arrival and treatment. While in transit to a medical institution for further evaluation, the patient reported that their breathing had been normal this morning and his shortness of breath and difficulty breathing were no worse than previously. The device has not yet been returned for evaluation. Good faith efforts methods are actively being pursued to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.